Event description:
Pt receiving concurrent oxaliplatin with leucovorin. Oxaliplatin run through zyno pump while leucovorin ran to gravity. Oxaliplatin finished prior to leucovorin which is the usual. The leucovorin tubing was then placed in the zyno pump to finish. The rate was around 140 cc/hr for around 70 cc. The bag finished prior to this volume and the pump just kept pumping. When the bag finished and the tubing in the pump had air, the zyno pump never recognized the air and just kept going. Pt said, "I don't think anything is pumping." When nursing went over, the line all the way to the pt. Pt began to cough. Vital signs remained stable but pt complained of feeling like there was a balloon in her chest. Pt transported to hosp for workup/eval of probable air emboli. This pump is used daily and has been for the last 2.5 years. Dates of use: (B)(6) 2009 - (B)(6) 2011.